Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Visual examination of the provided picture identified an explanted stem, head, and liner. The devices are covered in bio-debris. No further evaluation could be made from the provided picture. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b1, b4, d1, d4, g3, g4, g6, h2, h4, h6, h11. D10: item # unknown, unknown liner, lot # unkown. Item # unknown, unknown stem, lot # unkown. Item # unknown, unknown bearing, lot # unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): d10: item # unknown, unknown liner, lot # unknown. Item # unknown, unknown stem, lot # unknown. Item # 110031010, 28mm i.d. 40mm o.d. Size d bearing, lot # 66747078. Item # 51-101070, 28mm i.d. 40mm o.d. Size d bearing, lot # 6866897. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 27 days post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.